Manufacturer narrative:
(B)(4). A partial lead with the connector portion measuring 17.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Further information was requested but not received.

Event description:
It was reported that the patient presented for a right ventricular lead revision procedure to address an unspecified issue. The lead was revised sometime in 2008 and was explanted on (B)(6) 2019 for unrelated reasons.